Manufacturer narrative:
The reported event of a dislodged leaflet was confirmed. One leaflet was fractured and dislodged from the orifice. No other damage was noted to the returned valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the dislodged leaflet or orifice damage. The damage may have been caused by some external force applied to the valve, which overstressed the carbon material. Please note, per the masters valve instructions for use, "valve rotation: using the valve holder/rotator and an sjm valve holder handle, rotate the valve in situ to the desired position. The valve should rotate freely. If resistance is noted, the valve holder/ rotator may not be properly seated in the valve, the valve may not be in the fully closed position, or the valve may be oversized. If the valve does not rotate freely, do not force valve rotation."

Event description:
It was reported that (B)(6) 2023, a 17mm sjm masters series hemodynamic plus valve was selected for procedure. The valve had been sized using a 905 mechinical heart valve sizer set. It was noted during procedure that the leaflet of the valve fractured into two pieces when rotating the valve. It was noted that the valve was unable to be rotated when the leaflet fractured. All the pieces were successfully recovered/removed from the patient. No other instruments encountered the valve at the time of fracture. The holder handle had been fully inserted into the orifice at a 90 degree angle. The valve was in a closed position when attempting to rotate it and the leaflet fractured. The decision was made to replace the 17mm sjm masters series hemodynamic plus valve with a 19mm sjm masters series valve expanded cuff to complete the procedure. The patient was not taken off bypass and placed back on bypass due to this event. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.